Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector during user handling of the subject device. It caused an abnormality in electrical components and the suggested event temporarily occurred. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image. The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during preparation for use. The evis lucera elite colonovideoscope presented with an error code of e315, for an unsupported scope. The intended procedure was completed with a similar device without delay. There were no reports of patient harm or injury associated with this event.

Manufacturer narrative:
The device was evaluated. And the reported issue of the e315 error message was a sporadic failure. The failure could not be confirmed, but its occurrence was likely. Additional issues were identified during the device evaluation: the distal end adhesive was lifting, the scope connector had excessive fluid ingress, and the electrical safety test was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.